Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with pauses in pacing. It was not possible to interrogate the cardiac resynchronization therapy pacemaker (crt-p) and it was determined that the crt-p was in safety mode. The safety mode settings (unipolar sensing with right ventricular sensitivity of 0.25mv) led to intermittent oversensing of myopotentials which caused the pacing pauses. The crt-p was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency room with pauses in pacing. It was not possible to interrogate the cardiac resynchronization therapy pacemaker (crt-p) and it was determined that the crt-p was in safety mode. The safety mode settings (unipolar sensing with right ventricular sensitivity of 0.25mv) led to intermittent oversensing of myopotentials which caused the pacing pauses. The crt-p was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.